Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Additional device labeling: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."

Event description:
Health professional reported an alleged "leak." The device was removed. No details were provided in regards to the placement of a new device or how the "leak" was initially noted or confirmed. Follow up did not lead to new info.